Event description:
As reported, the drill in the handpiece is triggered. The handpiece became very hot during the procedure and smoke was produced. This prolonged the operating time. The customer was able to continue with his own system". There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Communication with the customer , the following information conveyed: patient was under anesthesia at the time of the event. According to the customer, delay in the procedure due to the event caused no harm to patient (prolongation of the procedure not considered by the user as a serious deterioration of a person's health ("clinically relevant") to which this medical device may have contributed. Procedure involved was a mastoidectomy. According to the reporter, the heating of the handpiece did not cause any harm or injury to the patient or user. The drill device used with the handpiece noted to be model: egmbur6060frcv, lot: av121761. The subject device was returned to olympus service business center and is being shipped to the legal manufacturer for investigation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial MDR. Corrected data: b1, h1: upon further investigation, the legal manufacturer determined the reported event does not meet the definition of a reportable malfunction since malfunction has not caused or contributed to a serious injury; no adverse events reported. No patient or user harm per customer.